Event description:
Diabetic ketoacidosis [diabetic ketoacidosis], broken pen, plunger wont press down [device issue], cartridges cracked on his novopen echo [device breakage]. Case description: this serious spontaneous case from regulatory authority received via (B)(6) was reported by a consumer as "diabetic ketoacidosis" with an unspecified onset date, "broken pen, plunger wont press down" with an unspecified onset date and "cartridges cracked on his novopen echo" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novopen echo (insulin delivery device) from unknown start date as device therapy. Patient's height, weight and body mass index (bmi) not reported. Medical history included diabetes mellitus (type and duration not reported). Concomitant medications included- novofine (needle) on an unknown date, it was reported that the mechanism inside the pen was not working as the plunger wont press down, pen was broken. Patient tried a new needle and the insulin was coming out now but it was almost like it was slipping. Patient went to hospital (10 years ago from the time of report) for diabetic ketoacidosis (dka) and was hospitalised for 2 days when the cartridges cracked on novopen echo. Patient reported of administering himself large amounts of insulin but it was not going in as the vial was cracked. The patient changed the needle after every injection and did not store the device with the needle attached. Action taken for novopen echo was not reported. The outcome for the event "diabetic ketoacidosis" was recovered. The outcome for the event "broken pen, plunger wont press down" was not reported. The outcome for the event "cartridges cracked on his novopen echo" was not reported. Company comment: batch number fvg8995-1 of suspected pen is included in recall (novo nordisk (B)(4)) - cartridge holder issue. Reporter comment: reporter stated that it was definitely the novopen echo. Reporter advised he has received a letter regarding the event regarding his hcp, but has thrown the letter away and does not want to return it.

Event description:
Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "diabetic ketoacidosis" with an unspecified onset date, "broken pen, plunger wont press down" with an unspecified onset date and "cartridges cracked on his novopen echo" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novopen echo (insulin delivery device) from unknown start date as device therapy. Since last submission, the following was updated: report type regulatory authority removed. Relevant changes made in narrative.

Event description:
Case description: concomitant medications included- novofine 8mm (needle). It was reported that the patient went to hospital 10 years ago for diabetic ketoacidosis (dka) and was hospitalised for 2 days when the cartridges cracked on novopen echo. Investigation results: name: novopen echo¿, batch number: fvg8995-1. The electronic register was checked and there were no remarks. Visual and functional examinations were performed. One snap cracked and one snaps broken off the cartridge holder. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the dosage mechanism slipped at a time during use. It was not possible to test the pen with cartridge and needle as the cartridge holder is damaged was confirmed. The cartridge holder is cracked where it is mounted on the pen body. The dose accuracy may be affected. The snap connection on the cartridge holder is broken off on one side. Consequently the cartridge holder will be difficult to mount on the pen body. The fault is caused by an error in novo nordisk a/s. Company comment: batch number fvg8995-1 of suspected pen is included in recall novo nordisk internal reference #(B)(4) - cartridge holder issue. The patient claims that he experienced diabetic ketoacidosis when using novopen echo ten years ago. However, this is highly unlikely since the novopen echo was not marketed before 2010. The patient complained that the suspected did not deliver the intended insulin. The investigation of the returned novopen echo showed that the fault observed on the pen was related to the novopen echo cartridge holder recall novo nordisk internal reference #(B)(4), but no adverse events were reported in connection to the event. However, the patient also stated that 10 years prior to the complaint of the defect novopen echo he experienced diabetic ketoacidosis due to cracked cartridges in a novopen echo. This however seems quite unlikely as the novopen echo was not put on market before q2 2010. Reporter comment: reporter stated that it was definitely the novopen echo. Evaluation summary: name: novopen echo¿, batch number: fvg8995-1. (B)(4):the electronic register was checked. No remarks. Visual and functional examinations were performed. One snap cracked and one snap broken off the cartridge holder. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the dosage mechanism slipped at a time during use. Not possible to test the pen with cartridge and needle as the cartridge holder is damaged confirmed the cartridge holder is cracked where it is mounted on the pen body. The dose accuracy may be affected. The fault is caused by an error in novo nordisk a/s confirmed. The snap connection on the cartridge holder is broken off on one side. Consequently the cartridge holder will be difficult to mount on the pen body. The fault is caused by an error in novo nordisk a/s.